Manufacturer narrative:
This complaint was reopened in reference to (B)(4). Investigation: ( description incoming product condition) we received the valve in the return kit. Summary: first, we performed a visual inspection of the valve. No significat deformations or damage of the valve were detected during the visual inspection. Next, we tested the permeability, adjustability as well as the brake functionality and brake force. The valve was permeable but could not be adjusted to all settings. Finally, we dismantled the valve. Inside, we have found a build-up of substances (likely protein). Based on our investigation results we confirm that the valve was non-adjustable at the time of our investigation. This is likely due to the deposits observed dinside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of he final inspection when released from christoph miethke (B)(4). No further actions required.

Event description:
According to the complainant a progav was difficult to reprogram postoperatively. The patient was originally implanted on (B)(6) 2016. Blockage was also suspected. Tlhe valve was explanted on (B)(6) 2017 and returned to the manufacturer for evaluation. Further details were not provided. Height: 67 cm.